Manufacturer narrative:
10/02/2017 10:19 am (gmt-4:00) added by (B)(4): our field service engineer investigated the power cable on site and found the neutral pin was missing on the power cable. The power cable was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. The power cable was not returned for investigation. Ventilator logs were provided and reviewed. On the reported event date, the ventilator alarmed for battery operation at 12:51 pm indicating that mains power is interrupted. At 2:11 pm, the ventilator alarmed for limited battery capacity and at 14:19 pm for no battery capacity indicating less than 3 minutes left of battery operation. At 2:31 pm the ventilator is then shutdown there are no technical error codes in the technical log indicating no ventilator malfunction. The reported event of shutdown could be confirmed. This was due to the battery voltage become too low for continued ventilator system operation. However, appropriate alarms for battery operation have been given from the ventilator indicating the ventilator alarm system worked as intended. The root cause of the broken power cable has not been determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator shut off while it was connected to a patient. The hospital further stated that they discovered the power plug was missing a prong and were unsure of how it had occurred. There was no patient harm. (B)(4).